Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the reported problem. Ge rep suspects customer facility electrical power problem as there are similar reports on other systems at the facility. System is operating as intended.

Event description:
Customer reported the system is displaying a communication error during a procedure. No patient injury was reported.